Event description:
A patient with portal hypertension and gastrointestinal bleeding underwent an esophageal banding procedure. One attempt to use an endoscopic ligator during this procedure was made without success (see medwatch report 1037905-2009-00142 for more information). During the same procedure, the physician selected a second cook endoscopy 4 shooter saeed multi-band ligator. The ligator was attached to the endoscope and advanced into position. Gaining access to the esophageal varices was reported to be slightly difficult due to the small size of the esophagus. The bands on the ligator barrel prematurely deployed. The endoscope and ligator were removed from the patient. The physician attempted to use a third additional endoscopic ligator during the same procedure without success (see medwatch report 1037905-2009-00144 for more information). The patient was hospitalized and given octreotide for treatment of the gastrointestinal bleeding. A foreign object did not have to be retrieved from the patient. When additional information was requested from the medical staff involved in the procedure, the nurse indicated no additional adverse effects have been reported. The nurse indicated she is unaware if the patient required any additional procedures related to this occurrence.

Manufacturer narrative:
Evaluation: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for evaluation. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The information provided by the initial reporter indicated the varices to be banded were small in size. The initial reporter also indicated her judgement/opinion is that the varices were large enough to be banded. The instructions for use caution the user that band ligation may not be effective when applied to small varices. The size of the varices may have contributed to the reported observation of premature band deployment. The information provided indicated gaining access to the banding site was slightly difficult due to the anatomy of the patient. After review of this information with clinical personnel, we can advise that difficulty in advancing the endoscope and ligator to the desired banding site could be related to the reported premature band deployment. Rapid rotation of the ligator handle can contribute to premature band deployment. The instructions for use direct the user to maintain suction and deploy the band by rotating the handle clockwise until band release is felt. During the procedure, endoscopic suction is applied to the banding site to properly place a ligator band. Premature band deployment can also occur if the handle is rotated before maintaining suction on the banding site. The instructions for use advise the user to maintain suction while deploying the band. If the ligator handle is in the firing position while the endoscope is straightened, this can result in premature band deployment due to tension on the trigger cord. The instructions for use direct the user to place the handle in the two-way position before straightening the endoscope. Prior to distribution, all cook endoscopy 4 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: the report of premature band deployment has been brought to the attention of the appropriate internal personnel. Further investigation is underway as part of quality review board (qrb) activities. No further action is warranted at this time because the report could not be verified. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.